Manufacturer narrative:
Concomitant medical products: 5866-24m adaptor, implanted: (B)(6) 1999; ha25023hd tissue valve, implanted: (B)(6) 1996; addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome. It was further reported that the right atrial (ra) lead exhibited fracture and no pacing. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.